Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
During investigation a reportable malfunction was found. The ECG j7 lead on ECG "d" dome able was damaged causing the ecgs to be non-functional. The root cause for the damaged j7 could not be positively identified. No adverse event resulted from the damaged belt.